Manufacturer narrative:
It is unknown if the product will be returned. If the product is returned, laboratory analysis will be completed and this report will be updated.

Event description:
Additional information was later received that this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The set screws moved freely in both directions and there were no holes in the seal plugs. The lead barrels did not have any obstructions or anomalies. A review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The device case was opened to facilitate analysis of the internal components. Electrical testing and analysis isolated the product performance issue to an anomaly in the radio frequency (rf) mics module. This anomaly resulted in reported clinical observations.

Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker was being seen to reprogram the device prior to a non-related surgery. Upon interrogation of the pacemaker, it was discovered that the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A device replacement has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
The pacemaker remains implanted and in service and it is unknown if or when it will be explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that at this time, the pacemaker has not been explanted as the patient had undergone an unrelated surgical procedure the same day that the code 1003 was displayed and the surgeon order that no further procedures were to be performed.

Manufacturer narrative:
Once any additional information becomes available, this report will be updated.

Event description:
A memory download was performed and sent to boston scientific technical services (ts) for engineering review. Data analysis revealed that the pacemaker experienced a high power consumption mode shortly after implant which is depleting the battery earlier than expected. Immediate replacement was recommended. This information was provided to the field representative who will communicate it to the physician. No adverse patient effects were reported.